Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right hip revision on (B)(6) 2018, and then experienced a third revision surgical procedure on (B)(6) 2019, approximately 1 year after revision surgery. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported in cannot be determined from the available information. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation.